Event description:
The customer reported that the user smelled a ¿burning odor¿ when the device was powered on. The user did not visualize smoke or fire; the initial report was that the device iui's were burnt, but there was no patient contact or patient event associated with this report, and the customer sent the device to carefusion for standard service. However, investigation of the log from the associated pc unit identified this device as infusing at a rate of 100ml/hr, and experiencing a channel disconnect event just prior to the occurrence of a low backup voltage failure occurring in the pc unit, which is associated with a short circuit of the 8 volt power supply occurring to the iui.

Manufacturer narrative:
The concomitant pcu, serial number (B)(4), is a suspect device in MFR report# 2016493-2015-00367. The customer report that the iui connectors were found to be burnt was confirmed during inspection by carefusion service. In addition, the rear case was found to have cracked/broken screw wells, and the bezel assembly was found to have fluid ingress damage. Inspection of the concomitant pc unit found the device in fair condition; reportedly the iui connectors had been found by the biomed to be burnt and were replaced by the customer before the device was sent to carefusion, however the left iui gasket was not properly installed. It is suspected that fluid on the lvp and/or the pc unit created a conductive path between the respective power and ground pins of the iui connectors, creating a low impedance or short across these pins. This condition resulted in an increase in heat being generated as current began to flow thru the conductive moisture. The result was a melting of the iui connectors. The proximate cause of the lvp channel disconnect event identified in the pc unit log is thermally damaged iui connectors. No devices received, log review only.